Event description:
The user facility reported that two clips deployed unexpectedly while attempting to apply the devices to a gastric bleed during a therapeutic gastroscopy. The clips were said to have fallen into the pt's stomach, and were not retrieved. The users completed the procedure with the use of three additional clips from the same lot as the subject devices referenced in this report. There was no pt injury reported; however, the users reported that the pt was sedated for approx 15 minutes longer than intended due to the time necessary to utilize different clips.

Manufacturer narrative:
The subject devices referenced in this report were not returned for evaluation. The remainder of the devices were discarded by the user facility following the successful completion of the procedure. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.